Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a total hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, endometrial hyperplasia, shortness of breath since (B)(6) 2017, edema lower limb since (B)(6) 2017, dyspnea since (B)(6) 2017, intermenstrual bleeding, uterine bleeding since (B)(6) 2017, endometrial hyperplasia, anxiety, diverticulitis, rectal bleeding, umbilical hernia, uterine fibroid, inflammation and abdominal pain. Concomitant products included famotidine, furosemide sodium (furosemida), levofloxacin, metronidazole and procet (acetaminophen w/hydrocodone). In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), menorrhagia ("abnormal bleeding ( menorrhagia) / heavy bleeding") and abdominal pain upper ("side, middle of stomach pain"). The patient was treated with surgery (underwent a total hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, weight increased and abdominal pain upper had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Patient's current weight 279 lbs . Hsg performed on (B)(6) 2005. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming :abnormal vaginal bleeding. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter information updated. Patient's demographics were added. Date of insertion, date of removal were added. Concomitant condition, concomitant drug were added. Added event abnormal bleeding (vaginal), abnormal bleeding( menorrhagia), depression, mental anguish, weight gain and side middle of stomach pain. Updated onset date, outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: patient's current weight 279 lbs . Hsg performed on march-2005. Concurrent conditions included morbid obesity, endometrial hyperplasia, shortness of breath since on (B)(6) 2017, edema lower limb since on (B)(6) 2017, dyspnea since on (B)(6) 2017, intermenstrual bleeding, uterine bleeding since on (B)(6) 2017, endometrial hyperplasia, anxiety, diverticulitis, rectal bleeding, umbilical hernia, uterine fibroid, inflammation and abdominal pain. Concomitant products included famotidine, famotidine, furosemide (lasix), furosemide sodium (furosemida), hydrocodone bitartrate;paracetamol (norco), levofloxacin, metronidazole and procet (acetaminophen w/hydrocodone). In december 2004, the patient had essure (ess205) inserted. In 2005, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced anxiety ("mental anguish") and depression ("depression"), 12 years 6 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia) / heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In december 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain upper ("side, middle of stomach pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a total hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, depression, weight increased, abdominal pain upper, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: as per pfs received on (B)(6) 2018 , implant date of essure recorded was dec 2004 , and summons received on 3rd december, implant date of essure recorded was march 2 2005 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming :abnormal vaginal bleeding. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received. Events: dysmenorrhea (cramping) and plaintiff did not undergo essure confirmation test were added. Concomitant drugs,were added. Fu 2 nad fu 3 process together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,pelvic') in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen, provera and acetaminophen. Concurrent conditions included shortness of breath since (B)(6) 2017, edema lower limb since (B)(6) 2017, uterine bleeding since (B)(6) 20177, dyspnea since (B)(6) 2017, morbid obesity, endometrial hyperplasia, intermenstrual bleeding, endometrial hyperplasia, anxiety, diverticulitis, rectal bleeding, umbilical hernia, uterine fibroid, inflammation and abdominal pain. Concomitant products included famotidine, famotidine, furosemide (furosemida), furosemide (lasix), hydrocodone bitartrate;paracetamol (norco), hydrocodone;paracetamol (acetaminophen;hydrocodone), levofloxacin and metronidazole. On (B)(6) 2005, the patient had essure (ess205) inserted. In may 2005, the patient experienced anxiety ("mental anguish/psychological or phychitric problems") and depression ("depression"), 12 years 6 months after insertion of essure (ess205). In 2005, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia) / heavy bleeding,menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("side, middle of stomach pain"), menstrual disorder ("menstruation issues") and female sexual dysfunction ("apareunia") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, anxiety, depression, weight increased and abdominal pain upper had resolved and the abdominal pain, dysmenorrhoea, dyspareunia, menstrual disorder, female sexual dysfunction and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: as per pfs received on 7 sept 2018 , implant date of essure recorded was dec 2004 , and summons received on 3rd december, implant date of essure recorded was march 2 2005. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),apareunia, pelvic/ abdominal, menorrhagia (heavy menstrual bleeding) and fibroid uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - in march 2005: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming :abnormal vaginal bleeding . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : new events were added - dyspareunia (painful sexual intercourse), apareunia, abdominal pain, fibroid uterus. Event of "she did not undergo essure confirmation test" deleted. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,pelvic') in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen, provera and acetaminophen. Concurrent conditions included shortness of breath since (B)(6) 2017, edema lower limb since (B)(6) 2017, uterine bleeding since (B)(6) 2017, dyspnea since (B)(6) 2017, morbid obesity, endometrial hyperplasia, intermenstrual bleeding, endometrial hyperplasia, anxiety, diverticulitis, rectal bleeding, umbilical hernia, uterine fibroid, inflammation, abdominal pain, gynecological infection, cyst, bruising, ache, unspecified inflammatory disease of uterus, excl cervix, hypertension and hemostasis. Concomitant products included famotidine, famotidine, furosemide (furosemide), furosemide (lasix), hydrocodone bitartrate;paracetamol (norco), hydrocodone;paracetamol (acetaminophen;hydrocodone), levofloxacin and metronidazole. On (B)(6) 2005, the patient had essure (ess205) inserted. In may 2005, the patient experienced anxiety ("mental anguish/psychological or psychiatric problems") and depression ("depression"), 12 years 6 months after insertion of essure (ess205). In 2005, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia) / heavy bleeding,menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient was found to have uterine leiomyoma ("fibroid uterus") and experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("side, middle of stomach pain"), menstrual disorder ("menstruation issues") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (total hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, anxiety, depression, weight increased and abdominal pain upper had resolved and the uterine leiomyoma, abdominal pain, dysmenorrhoea, dyspareunia, menstrual disorder and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: as per pfs received on 7 sept 2018 , implant date of essure recorded was dec 2004 , and summons received on 3rd december, implant date of essure recorded was march 2 2005. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),apareunia, pelvic/ abdominal, menorrhagia (heavy menstrual bleeding) and fibroid uterus. 2-3 coils were visible on the left, 3 coils were visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - in march 2005: bilateral occlusion. Imaging procedure - on an unknown date: result: other (please describe) unknown (as reported). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming :abnormal vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. New reporters added. Plaintiff's information updated. Concomitant conditions and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.